Manufacturer narrative:
Complaint unconfirmed via testing. The product return sample was used.

Event description:
The customer complained that the bristles got worn out easily. Upon investigation of received product, bristles had fallen off the brush.